Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which resolved the issue, allowing the pump to resume normal operations. The customer was also provided with tips to prevent future altitude alarms.